Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices - nexgen cruciate retaining flex option femoral component size e right catalog #: 00595601502 lot #: 62793252, nexgen stemmed precoat tibial component size 2 catalog #: 00598002702 lot #: 62734664. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation at this time, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient is scheduled for a right knee arthroplasty revision to replace the articular surface and address instability approximately five (5) years post-operatively. No additional patient consequences were reported.